Event description:
Caller reported inform system blood glucose results of 450 mg/dl and 152 mg/dl within 10 minutes. Customer states that controls were run within 24 hours of results and they passed. Reported no adverse event relative to discrepancy. A request was made for the return of the strips.